Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Manufacturer narrative:
Additional information was received that a fluoroscopy was performed which was inconclusive regarding any potential lead fracture. Therefore, a revision procedure was performed. This rv lead was disconnected and parameters were measured through the psa which yielded normal and satisfactory values; rv pacing impedance measured 740 ohms and thresholds were appropriate. This rv lead was re-connected to the associated device to check for set screw issues. Upon re-connection there was no rv capture and pacing impedance was out of range. Therefore, the associated device was replaced successfully. Immediately the new device started bi- ventricular pacing and all lead parameters were satisfactory. This was concluded to be a device malfunction. This rv lead remains implanted and in service. Adverse patient effects include heart failure symptoms since the time the malfunction occurred and the additional unplanned procedure for the patient.

Event description:
Boston scientific crm received information that this implantable right ventricular (rv) lead was implanted in (B)(6) 2009. Lead parameters were satisfactory until a recent follow-up when pacing impedance was greater than 2000 ohms. Loss of capture and pacing inhibition was also observed. A fluoroscopy is planed in the future to investigate root cause and a revision procedure may be necessary. Currently, this rv lead remains implanted and in service. No adverse patient effects reported.